Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - initial reporter establishment name complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p51-74 has a similar product distributed in the us, list number 7p51-21/-31, and a 510k/PMA/bla number of k170317.

Event description:
The customer observed a falsely elevated alinity I total -hcg result generated for a female patient sample. The following data was provided (customer¿s reference range <5 miu/ml): sample ID (B)(6), initial result = 29.58 miu/ml, repeat result = <2.30 miu/ml . No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained reagent kit. Data and information provided by the customer were reviewed and support the complaint issue. The ticket search by lot did identify a slight increase in complaint activity for lot 76209ud01; however, no related trends were identified regarding commonalities for complaint lot number and issue. Device history record review did not identify any non-conformances, potential non-conformances or deviations associated with the complaint lot or complaint issue. In-house accuracy testing was completed using a retained kit of the complaint lot. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I total -hcg reagent lot 76209ud01 was identified.

Event description:
The customer observed a falsely elevated alinity I total -hcg result generated for a female patient sample. The following data was provided (customer¿s reference range <5 miu/ml): sample ID (B)(6) initial result = 29.58 miu/ml, repeat result = <2.30 miu/ml. No impact to patient management was reported.